Event description:
The customer reported being hospitalized due to low blood glucose of 30mg/dl. The caller stated that he is unable to describe any possible damage to the drive support cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.